Manufacturer narrative:
The investigation for the difficulty insertion and vascular damage has been completed. No product was returned and logs are not applicable. Three separate introducers were used in three attempts to advance the pump into the patient. All three attempts failed with a noted sheath kink. The patient's arm positions were manipulated as an attempt to resolve the sheath kinks, but it was unsuccessful. The root cause of the difficulty inserting the pump through the introducers was most likely an introducer sheath kink as kinks were observed in the field. The root cause of the vascular damage was most likely use-related since the 23fr sheath had perforated the subclavian vein upon reinsertion.

Event description:
The complainant reported that multiple complications were encountered during attempted delivery of an impella rp flex pump for mechanical circulatory support. After successfully wiring the right ventricle, the impella rp flex was backloaded for implant. However, upon attempting to advance the device, the pump was unable to fully pass through the sheath. Inspection of the introducer noted a kink in the mid section of the sheath prompting sheath removal. A second sheath was placed, but the same complication was encountered and the sheath once again kinked. At this point in time, a bleed was observed and it was discovered that the introducer had perforated the subclavian vein. The perforation was patched and several units of packed red blood cells, fresh frozen plasma, and cryo were given to treat the condition. The implant was ultimately aborted and the patient was hemodynamically stable.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. As noted in the impella instructions for use: impella rp flex with smartassist system with automated impella controller section: warnings & cautions: cautions ¿dilators and catheters should be removed slowly from the sheath. Rapid removal may damage the valve, resulting in blood flow through the valve.¿ section: warnings & cautions: warnings ¿to reduce the risk of cardiac or vascular injury (including perforation) when manipulating the heart during cardiac surgery, evaluate the position of the pump using imaging guidance prior to manipulating the heart, and monitor position.¿ ¿to reduce the risk of cardiac or vascular injury (including ventricular perforation) physicians should exercise special care when inserting the impella catheter in patients with complex anatomy. This includes patients with known or suspected: decreased ventricular cavity size, ventricular aneurysms, thin-walled ventricles due to chronic dilation, congenital heart disease, or compromised cardiac tissue quality.¿ ¿to reduce the risk of cardiac or vascular injury (including ventricular perforation) when advancing or torquing the impella, adjustments should be performed under imaging guidance.¿ section: warnings & cautions: warnings ¿physicians should exercise special care when inserting the impella catheter during active cardiopulmonary resuscitation (CPR). In addition, active CPR maneuvers may change the position of the impella device, introducing the risk of cardiac or vascular injury (including ventricular perforation). Check that the pump is positioned correctly after CPR with chest x-ray guidance.¿ section: potential adverse events (united states) ¿arrhythmia, atrial fibrillation, bleeding, cardiac tamponade, cardiogenic shock, death, device malfunction, hemolysis, hepatic failure, insertion site infection, perforation, phlegmasia cerulea dolens (a severe form of deep venous thrombosis), pulmonary valve insufficiency, respiratory dysfunction, sepsis, thrombocytopenia, thrombotic vascular (non-central nervous system complication, tricuspid valve injury, cardiac or vascular injury (including ventricular perforation), venous thrombosis, ventricular fibrillation and/or tachycardia.¿ section: warnings & cautions: warnings ¿do not advance or withdraw the impella rp flex with smartassist system catheter against resistance without using fluoroscopy to determine the cause of the resistance. Doing so could result in separation of the catheter or guidewire tip, damage to the catheter or vessel, or perforation.¿